Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not fully inflating. During the revision surgery the physician found the reservoir was empty. The exact location of the fluid loss was not able to be identified. The ipp device was explanted and a new ipp device was implanted. There were no patient complications following the surgery.